Manufacturer narrative:
Continuation of d10: g70a2 ipg doi: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with vomiting, syncope and trauma to the right eyelid. The patient was hospitalized. During the hospital stay the patient experienced bradycardia, syncope with hypotension with loss of capture and asystole. The patient was managed with medication however the patient still experienced bradycardia with intermittent loss of capture. A temporary pacemaker was fitted, and the patient was well with stable hemodynamic and no further episodes of syncope. The p ermanent ipg was reprogrammed from dual-chamber rate-modulated (dddr) pacing to ventricular asynchronous (voo) pacing. The patient had hypocalcaemia and hypomagnesemia which were corrected. The temporary pacemaker was removed. An interrogation report indicated that the right atrial (ra) lead exhibited oversensing and right ventricular (rv) lead exhibited rising thresholdsand loss of capture. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.